Manufacturer narrative:
Concomitant medical products: product ID: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited t-wave oversensing (twos) post-pace during episodes of rapidly conducted atrial fibrillation (af). The lead sensitivity was reprogrammed, and the lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.